Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for follow up. Upon review, the right ventricular lead exhibited no capture and loss of sensing. Lead dislodgement was noted. The lead was extracted and replaced. Patient was stable before, during, and after the procedure.